Event description:
Revision surgery performed due to infection 2 months after the primary. During the revision surgery, the ceramic head was damaged. The surgeon asked for some details regarding the ceramic implant. Date of revision surgery became available on (B)(6) 2021.

Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 176375: 30 items manufactured and released on 18-jan-2018. Expiration date: 2023-01-10. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any other similar reported event.

Manufacturer narrative:
Ball head manufacturer analysis of the picture related to the complaint reported to the medacta project manager the dark stain on the top of the ceramic head is a clear sign of metallic sediment. When metallic third bodies interpose into the joint, as the higher ceramic hardness, it is often visible a similar dark stain. Despite the dark stain the functionality and resistance of the item are not compromised. Using specific solvents it is possible to show that the underlying ceramic is intact. The possible causes that could have involved in these kind of events are: total or partial head luxation. This can involve impingement between cup and head, incorporating metal debris. Problems during the primary surgery (as during the first step reduction). Abnormal wear of the polyethylene liner that can involve articulating the head with the metal cup. Misuse of metal instruments during surgery. Similar signs are clearly associated with problems that happened in the per-operative or post-operative phases. As reported in the complaint report the head was damaged during the revision surgery, so the possible root cause is due to the contact between head and metal instruments used during the revision phase. It is unknown if the head already had similar some signs before the revision operation.

Event description:
Revision surgery performed due to infection. During the revision surgery, the ceramic head was damaged.